Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided picture identified the explanted tibial plate with foreign debris on the surface. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap and lateral views of the right knee show changes of knee arthroplasty without patellar resurfacing. Radiolucency around the tibial component consistent with loosening and anterior subsidence of the tibial component. There is an additional mildly impacted fracture of the medial tibial metaphysis. Moderate knee joint effusion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial bilateral knee surgery. Approximately 7 weeks post-op, the patient was revised due to an anteromedial fracture of the right proximal tibia. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4) d10: 42502206402 - femur trabecular metal cruciate retaining (cr) narrow porous - 66883659 42522100510 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 8-9 - 67110013. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.